Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. The ipp had fluid loss. The device was explanted and replaced. No patient complications reported.